Manufacturer narrative:
The root cause for the axial length measurement values being too low was a device malfunction caused by improper service on the device.

Event description:
A zeiss field service engineer (fse) was performing a cmos battery replacement on an iol master 700 at a customer site because the device was reported to not be powering on anymore. During the checkout, he noticed a significant discrepancy in the axial length measurements, with the test eye showing 28.296 compared to the reference value of 28.039, exceeding the acceptable threshold of 0.02. The device had become uncalibrated. The device was taken out of service until it was repaired and brought back into zeiss specifications. There was no negative impact on a patient (like lens re-implantation). Customer confirmed there were no re-operations.